Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 449 mg/dl. The customer stated that the blood glucose reading rose to 489 mg/dl, but she declined troubleshooting for high blood glucose. She stated that she thought the insulin pump was the reason why she had high blood glucose. Advised replacement of the insulin pump. The most recent blood glucose reading was 254 mg/dl, which she treated for with a manual injection. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.